Manufacturer narrative:
Zoll has not received the catheter in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.

Event description:
A patient underwent ivtm therapy using a zoll catheter (lot # unknown). The catheter was inserted into the patient's left femoral vein with no other central line at the same insertion site. During the maintenance phase of the treatment, when the patient's body temperature was at 33 °c, the customer noticed that the saline bag had emptied. According to the nurse, there was no saline in/around the console, and no wetness was noted under the patient. The nurse contacted zoll to report the issue, and meanwhile, the nurse replaced the saline bag along with the start-up kit (suk) to restart the treatment. Zoll clinical field specialist advised the customer to replace the catheter, as the issue appeared to be a catheter balloon breach. No further information was provided. No consequences or impacts on the patient.

Manufacturer narrative:
B5 (describe event or problem) was updated. D1 (brand name) was updated. D4 (model #, catalog #, and unique identifier (UDI) #) was updated.

Event description:
A patient underwent ivtm therapy using a quattro catheter (lot # unknown). The catheter was smoothly inserted into the patient's left femoral vein with no other central line at the same insertion site. During the maintenance phase of the treatment, when the patient's body temperature was at 33°c, the customer noticed that the 500-ml saline bag was depleting. The issue was noticed before the thermogard system would generate any alarm. The nurse did not observe any blood tinge in the suk tubing. Also, there was no saline in/around the console, and no wetness was noted under the patient. The nurse did not perform a catheter leak check as per the zoll's IFU but replaced the saline bag along with the start-up kit (suk) to restart the treatment. Meanwhile, the nurse contacted zoll to report the issue and get assistance. Zoll clinical field specialist advised the customer to replace the catheter, as the issue appeared to be a catheter balloon breach. The amount of possible saline infusion into the patient's bloodstream is unknown, but the patient did not appear to have been harmed by the reported issue. The customer replaced the catheter to continue the treatment. The ivtm therapy was completed successfully using the same thermogard console. No consequences or impacts on the patient.